Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level registered as "high" on their device. A specific blood glucose value was not provided. The customer administered a correction injection via multiple daily injections (mdi) to address the bg level. Reportedly, the customer reverted to an alternate method insulin therapy.